Event description:
No additional information received: material#: 303018. Batch number#: 3339956. It was reported by customer that there is excessive epoxy on the assembled needle. This was found in a final function kit and the batch has been rejected. Rcc received a complaint via email. A scar has been issued for foreign material non fluid path bd # 303018. There is excessive epoxy on the assembled needle. This was found in a final function kit and the batch has been rejected. This involves 28,899 pcs which can be returned to vendor. Please issue a return authorization for the item. Kindly find the attached pdf for more details. Response: the lot # is 3339956. Please send the label. I am sorry, we do not have any samples to send to you. We are unable to send the complaint sample since it is considered the retain for the final function inspected kit. Our evidence for you is the photo only. Can you please complete your investigation based on the photo?

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was excessive epoxy. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the drop over. A device history record review was completed for provided material number 303018, lot 3339956. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 303018; batch number#: unknown. It was reported by customer that there is excessive epoxy on the assembled needle. This was found in a final function kit and the batch has been rejected. Verbatim#: rcc received a complaint via email. Email(s) attached. A scar has been issued for foreign material non fluid path bd # 303018. There is excessive epoxy on the assembled needle. This was found in a final function kit and the batch has been rejected. This involves (B)(4) pcs which can be returned to vendor. Please issue a return authorization for the item. Kindly find the attached pdf for more details.